Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) and reported that the device has a touchscreen issue, the screen no longer calibrates. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended replacing the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown what the outcome of the service event was, and no further information was given by the customer.

Manufacturer narrative:
A touchscreen was returned for analysis. An investigation was performed, and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of spec and the resistance ratio ul_lr/ ur_ll were out of spec.